Manufacturer narrative:
Based on initial log file analysis the dispatched fse decided to replace the ventilator motor assembly. The device was tested afterwards, found fully compliant to specifications and could be returned to use. The log file was evaluated by the manufacturer. The error codes recorded for the period in question provide evidence that there was a problem of building-up vacuum pressure inside the ventilator piston. The vacuum is required to keep the diaphragm in place during piston movement; to avoid wrinkling. Since missing vacuum may result in serious damage to the vent assembly the device is designed to shut down automatic ventilation, switches to man/spont and alerts the user by means of a corresponding alarm. Patient support can be continued using manual ventilation with the built-in breathing bag; the monitoring functions remain available to the full extent. Dräger finally concludes that the device responded as specified to a certain error condition. The root cause for the failure to build-up vacuum can't be further specified; it may be related to an incorrectly installed diaphragm but other scenarios would be imaginable as well. Replacing the motor assembly requires a re-seating of the upper piston diaphragm - hence, it can be concluded that the service intervention has corrected the error condition.

Event description:
Please refer to initial MFR. Report.

Manufacturer narrative:
The investigation is ongoing. We will provide results in a separate follow-up report.

Event description:
It was reported that the ventilator failed during use. There was no injury reported.